Event description:
It was reported that the needle was deformed. A leveen? Superslim? Was selected for use in a liver ablation procedure. During device preparation, when the packaging was opened, it was discovered that the needle was deformed. Another needle was used to complete the procedure. The patient was stable following the procedure.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: one device was returned for analysis along with a cable. During device analysis, there was no damage observed to the needle. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the needle was deformed. A leveen? Superslim? Was selected for use in a liver ablation procedure. During device preparation, when the packaging was opened, it was discovered that the needle was deformed. Another needle was used to complete the procedure. The patient was stable following the procedure.